Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An angiographic wire was used during a procedure. There was no damage noted to the device packaging. There were no issues removing the device from the packaging as per IFU. The device was not inspected. The device was prepped as per IFU. The wire tip was not formed by the physician. The device did not pass through a previously deployed stent. Resistance was not encountered when advancing the device. Excessive force was not used during delivery. It was reported that green coating came off after the wire was withdrawn from the patient. The coating was noted on the 4 x 4 wipe during the procedure from the exchange wire. The wipe was wet with normal saline solution. The patient is alive with no injury.

Manufacturer narrative:
Correction: the proximal and distal ends of the wire appeared normal for a used device, when viewed under magnification. Ptfe coating appeared normal in areas, and patchy in other areas along the length of the wire. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Image review: two still images were received. The first image shows the sterile packaging sticker. The information on the sticker corresponds with what was received from the account. The second image shows a piece of gauze on which blood and green staining, which is thought to be the ptfe coating that reportedly came off the wire. Product analysis: the device returned coiled in the opened sterile packaging. A piece of gauze also returned with what appeared to be ptfe coating embedded on it. No deformation was evident to the wire. The entire length of the wire was viewed under a microscope. It was noted that the proximal end of the wire was almost completely stripped of ptfe coating. Flaking of coating was noted to some sections in the mid-wire. Coating at the distal end of the wire appeared to be somewhat flaked. The wire was wiped with locally-sourced saline-soaked gauze and no ptfe coating was seen to transfer. The wire was then wiped with the returned piece of gauze, after which green coating was seen to transfer onto the gauze. Correction 24 july 2019: heparin flush solution was the only substance used on the device when wiping. Nothing has changed at the account in regards to how devices are wiped down. Devices are stored on a hook behind the door in the cath lab. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.